Event description:
The report stated that during preparation for an operation, it was discovered that, after plugging the reusable cable of the pt return electrode into the generator, the generator did not start alarming and was showing a green rem light even though there was no pt return electrode attached yet to the cable.

Manufacturer narrative:
Review of the complaint database for failures of the identified component determined this to be a random failure.